Manufacturer narrative:
Updated section b5.

Event description:
Per follow-up information received, the procedure was postponed. There was no information as to how long the procedure was postponed for, but a report was received informing that there was no harm to the patient as a result.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found error code e105 "lamp error" due to led unit failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center received a b40 "cv malfunction" error code. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error code e105 was that it occurred due to faulty led unit. B40 error was not confirmed so no root cause could be determined the event can be detected by following the instructions for use which state: ¿b40 cv failure ·display message cv failure contact olympus (b40) ·phenomenon the message is displayed when cv-170 does not detect cm board inside the main unit.¿ and ¿e105 lamp error ·display message lamp error e105 contact olympus phenomenon the message is displayed when disconnection or short-circuit of w-led is detected.¿

Event description:
Issue was discovered during pre-inspection of an unknown diagnostic procedure. There was no reported procedure delay but no information on how the procedure was compelted was provided.